Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station rebooted and frozen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that station was freezing and rebooting itself during transactions. A field service engineer (fse) had pushed 10000427421-00 es reset ecc curves gpo build (7) and had enabled tls 1.2 only (build 2). The customer then rebooted the devices, the issue was resolved, and the technician was able to inventory drawer one without the machine freezing or rebooting. The system functioned as intended after the field service engineer resolved the issue.